Event description:
Attorney reports his client¿s leg was broken in multiple places and underwent surgery on (B)(6) 2008. Pt was implanted with a one-third tubular plate, cortex screws x 6 and cannulated screws x 2. The attorney alleges ¿pt has been suffering all these years in acute, exquisite pain, and suffering with a left leg that is broken in multiple places and the hardware is not attached or connected all, that was since on or about (B)(6) 2008.¿ this report is #2 of 9 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided.